Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15july2019. The manufacturer¿s international service technician confirmed the reported issue and autoclaved the omni filter and ran (extended self-test/short self-test est & sst test to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported error tidal volume (e/c 3127). Tidal volume is not functioning there was no patient involvement.